Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that physician tried to deactivate and reactivate the device but it did not work. The device was explanted and upon removal, a hole in the balloon was found, causing a fluid loss. All components were replaced. No patient complications related to device.